Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4) implanted: (B)(6) 2014: product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6)2014: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the intractable pain patient through a manufacturer representative reported that high impedances were measured in the patient¿s two leads. It was noted that only the combination of electrode #8 and #14 had a normal value and that ¿it was difficult to cover the pain with that combination.¿ impedance testing and reprogramming were performed in an effort to troubleshoot the issue; however, the issue remained unresolved at the time of follow-up. It was stated that time-related deterioration and the load applied to the leads may have led or contributed to the issue. There were no surgical interventions performed and it was unknown whether any were planned; the patient¿s system remained implanted and in use at the time of follow-up. There were no further complications reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that during an implant procedure the physician accidentally slit the outer insulation of the lead that was being implanted. Impedance testing was performed at that time and found the impedances were within range and were therefore implanted as intended. Later impedance testing performed on (B)(6) 2016 found that electrodes 0-7 had abnormal impedances with all electrodes showing over 10000 ohms. Additional impedance testing performed on (B)(6) 2016 found that electrodes 8-15 had abnormal impedances, where each electrode was between 10000 and 20000 ohms. Despite the reported impedance readings from (B)(6) 2016 and with the patient set to use electrodes 8-15, it was noted the patient continued to feel stimulation and receive therapeutic effect. Troubleshooting was performed to test the patient's recognition of on and off states; the physician turned off the patient's implantable neurostimulator (ins) without telling the patient and it was noted the patient recognized that their stimulation was turned off. The patient did not feel stimulation when stimulation was turned off and felt stimulation only when their stimulation was turned on. The patient accurately recognized the on and off states at the time of troubleshooting. It was noted that there was no problem in stimulation effect despite the impedance issue remaining unresolved and that the patient continued to feel stimulation while set to use electrodes 8-15 at 2.5 v. There were no surgical interventions planned or performed; the patient was alive with no injury at the time of report. It was noted the patient's indication for use was complex regional pain syndrome (crps) type I and chronic pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.